Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse inspected the wash station and verified that all the ports in the wash station were dispensing the proper amounts, and verified the correct dispense of the acid and base. The fse also inspected and cleaned the luminometer, and performed dark counts with and without cuvettes, ran qc material and got acceptable results. The cause of the discordant low ipth result is unknown. No conclusion can be drawn as to what specifically caused the discordant low ipth result. The instrument is performing according to specifications. Not further evaluation of the instrument is required.

Event description:
A discordant low (false negative) ipth (intact parathyroid hormone) result was obtained with one (1) patient sample on an advia centaur cp analyzer. The patient's sample was initially tested on the advia centaur cp while the patient was in surgery. The laboratory questioned the negative result and re-tested the sample on another analyzer. The repeat result from the other analyzer was higher, and was reported to the physician. The lab then tested the sample again on the initial advia centaur cp analyzer, and the second repeat result was higher and similar to the first repeat result from the other analyzer. The discordant low ipth result was not released to the physician, thus treatment was not altered or withheld due to the discordant result. There were no known reports of adverse health consequences due to the discordant ipth result.